Event description:
It was reported that a dexcom g6 sensor paired to an ilet experienced a temporary signal loss to the ilet, indicated by three bars and loss of readings, after which glucose values resumed without intervention. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no injury and no medical care. Investigation included basic troubleshooting and education, after which the user reported resolution and declined further assistance. Investigation of this case revealed a transient communication disruption between the cgm and the ilet with sensor readings subsequently restored, and no device malfunction affecting glucose control was identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump connectivity interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.